Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 22.7-23.0cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded and a conductor melted at this location, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that the patient presented to the emergency room after receiving therapy. An episode of vf with inappropriate therapy due to af with rapid ventricular response was noted and subsequent charges were aborted. An alert for possible high voltage circuit damage and low high voltage lead impedance were observed. The device was explanted and lead was capped. Patent was well after the event.